Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported when the patient presented to the clinic for follow-up, a morphology changes in the ventricular was observed. Egm strips revealed suspected intermittent rv capture and non-sustained right ventricular oversensing. The patient received inappropriate shocks due to lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition is stable.